Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the implanting center on (B)(6) 2022 with a hemorrhagic stroke requiring craniotomy. There was no reported head trauma or elevated international normalized ratio (inr) prior to the bleed. The patient reportedly had a history of major driveline infection for years. The patient's family have been in the process of withdrawing care. The patient passed away on (B)(6) 2022.

Event description:
There were no changes to the patient's anticoagulation status prior to the stroke. The patient experienced symptoms including nausea, vomiting, and slurred speech. The patient had been awake and moving prior to being transitioned to palliative care. The patient's death was not thought to be device related. The device operated as expected.

Manufacturer narrative:
The patient's history of driveline infection was previously reported under MFR#s: 2916596-2021-07260, 2916596-2021-06160, 2916596-2021-03576, 2916596-2021-02445, 2916596-2021-02337, 2916596-2020-04924, and 2916596-2020-02232. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on this event.